Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the proximal right coronary artery. A 3.00x24mm promus element plus drug-eluting stent was used, however; the stent strut was observed to be lifted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.